Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 113 ml of fluid in the bladder. Visual inspection noted white drug precipitate in the solution of the bladder. A functional flow test revealed no evidence of flow at the distal luer. Microscopic examination of the flow restrictor revealed drug precipitate blocking the fluid path at the distal end of the glass capillary. However, the device was found to be conforming to specifications as no device malfunction occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow when connected. There was no patient involvement. No additional information is available.